Event description:
It was reported that the pt respiratory arrested while receiving pca meperidine. According to the customer contact, the pt was on pca meperedine for relief of abdominal pain. The pump was programmed in the pca only mode of delivery, 10mg/ml, pca dose 10mg every 10 minutes with a 4-hour lockout of 240mg. While in the chair, the pt had a "respiratory arrest". Pt's blood pressure was never lost and pt was "rescued by bag/valve/mask and no intubation was required. The pt was taken off pca per the hospital protocol. It was reported that a new 30ml syringe was loaded into the device prior to the event, and the pump was cleared. When the pca was discontinued, the display read 20mg given and there were 28ml left in the syringe, as expected. The pt was sent to ICU on 100% oxygen. "The pt was on oxygen prior to the reported arrest at 3 liters per nasal cannula. The customer contact reported that the pt arrested again in ICU and was eventually transferred to hospital. The customer contact stated that "not any of it is attributed to the pca" when speaking of the respiratory arrest, and that this was also indicated in the doctor's discharge note. Though requested, no further info was available.